Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Device failed seating test due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced the high blood glucose of over 600 mg/dl. The customer stated that insulin pump had motor errors. The troubleshooting was performed and they were able to clear the alarm and able to complete the insulin pump rewound. The customer also reported that drive support cap was normal. The device will be returned for the analysis.